Event description:
During a code, a female pt."40 to 50 years of age, 200+ pounds, "heavy set" was in cardiac arrest. When attempting to intubate, using a disposable laryngoscope blade, (size 4, batch number unreported), the blade broke. A second blade (type and size unk) was used and the intubation was successful. There was not effect on the pt's outcome.